Manufacturer narrative:
The product will not be returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and the clinic visit. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod¿s user guide warns to "test results greater than 13.9 mmol/l [250 mg/dl] mean high blood glucose (hyperglycemia). If you get results above 13.9 mmol/l [250 mg/dl], but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 13.9 mmol/l [250 mg/dl], follow the treatment advice of your healthcare provider."

Event description:
The patient's reported her blood glucose reached 25.9 mmol/l (466 mg/dl) so she went to the clinic where they treated her with a manual injection of 5.0 units of rapid acting insulin. (B)(4). She was then treated for low bg.